Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products include: soundstar catheter (10439011/ e8092200). Concomitant non-bwi products include: st. Jude medical transseptal needle; st. Jude medical sheath. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with navistar® rmt thermocool® electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis and pericardial drain. During transseptal puncture with a st. Jude medical transseptal needle and a st. Jude medical sheath, a cardiac perforation and subsequent cardiac tamponade occurred. Although the navistar® rmt thermocool® electrophysiology catheter was inserted immediately post-transseptal puncture, no mapping or ablation was performed. Patient became hypotensive and diaphoretic and a pericardial effusion was detected via intracardiac echocardiography (ice). Navistar® rmt thermocool® electrophysiology catheter and the sheath were removed. Protamine was administered. Pericardiocentesis yielded 600-700 ml of fluid. Patient was reported to be in stable condition. Pericardial drain was placed and secured. Patient was transferred to the intensive care unit (ICU) for observation. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.